Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and stomach pain. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was treated with unspecified antibiotics (intraperitoneal, doses and frequencies were not reported) for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.